Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), abdominal pain lower ("excessive cramping"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), migraine ("migraine headaches"), back pain ("lower back pain") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (hysterectomy to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, dyspareunia, abdominal pain, migraine, back pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ventral hernia, deficiency anemia, hypothyroidism, laparoscopy (endometriosis), gastric banding in (B)(6), female infertility in (B)(6) and anemia in (B)(6). Concurrent conditions included obesity, thyroid disorder, cervical vertebral fracture c2 and amenorrhea. Concomitant products included oxycocet (percocet) since (B)(6) and oxycodone. On (B)(6) 2010, the patient had essure inserted. In (B)(6), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea"), dyspareunia ("painful intercourse") and vaginal haemorrhage ("heavy vaginal bleeding"). On an unknown date, the patient experienced abdominal pain lower ("excessive cramping"), abdominal pain ("abdominal pain"), migraine ("migraine headaches"), back pain ("lower back pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), headache ("headaches") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved, the dysmenorrhoea, abdominal pain lower, abdominal pain, back pain and headache outcome was unknown and the dyspareunia, migraine and weight increased was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion: successful device place. Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs received - new event "abnormal bleeding (menorrhagia), headaches and weight gain" were added. New reporter were added. Historical and concomitant conditions were added. Lab data was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.